Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up. Upon troubleshooting, the rse determined that the system was facing temporary boot up issue. To resolve the reported issue, the customer rebooted the system. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.